Event description:
It was reported to st. Jude medical that the device was explanted when the battery voltage reached eol (end of life), 30.7 months post implant. The device was returned to st. Jude medical for evaluation approximately 2 years after explant.